Event description:
The customer noticed an upward shift in control values after switching to architect lh reagent lot 33198m200. There is no report of incorrect patient results.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott control and patient sample results, as well as calibration errors. Specifically, error code 1227 "assay (lh) number (641) calibration failure, fit concentration too high for cal f" may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents. An investigation is in the process.